Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a lesion in the superficial femoral artery using the everflex entrust, the thumbwheel stopped working, the support catheter inside the handle was found to be kinked, and catheter/handle separation occurred during use in the patient. When the handle was cracked open, the support catheter inside was already kinked which made it impossible to hand deliver the stent. Half of the stent was already delivered, so the physician slowly pulled back the whole delivery system, which deployed the stent successfully to the target location. The delivery catheter was removed without issue. No patient complications have been reported as a result of this event.